Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace transmitter alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, signal loss over 1 hour was found in connection to the reported allegation. The reported event of replace transmitter alert is reportable based on the finding of a signal loss over 1 hour. No injury or medical intervention was reported.